Manufacturer narrative:
Device used for treatment, not for diagnosis. This report is for an unknown proximal femoral nail anti-rotation (unknown quantity/unknown lot). (B)(4). The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the subsequent review of the following article: xu, y., et al. (2010) treatment of unstable proximal femoral fractures: comparison of the proximal femoral nail antirotation and gamma nail 3. Orthopedics 33(7):1-20. A study was completed to compare the results of the proximal femoral nail antirotation (pfna) ad a competitors nail for the fixation of a proximal femoral nail. Between january 2006 and august 2008 patients with unstable proximal femoral fractions that were over the age of 60 years were selected for the study. The patients were divided into two groups, 66 patients were implanted with the pfna and 70 patients were implanted with the competitor product. Of the 66 patients, 2 patients in the proximal femoral nail antirotation (pfna) experienced femoral shaft fracture intraoperatively. These were found to be minor splits at the tip of the cortex screws. The patients were treated with a delay in full weight bearing for 6 to 8 weeks. One patient experienced femoral shaft fracture one month postoperatively due to a fall. The patient was treated with an osteosynthesis plate. Nineteen patients experienced hip and thigh pain. Six patients experienced lateral migration of the proximal femoral nail antirotation (pfna). The lateral migration did not require any medical intervention. Five patients experienced hematomas which resolved with out intervention. Two patients experienced a decubitus ulcer. Five patients experienced chest infection, which was treated with antibiotics. There was evidence of the superficial wound infection in two patients and urinary tract infection in two patients, with no intervention documented. An unknown number of proximal femoral nail antirotation (pfna) died before the completion of the study. There was no allegation made against the device. This report is 1 of 2 for (B)(4). This report is for an unknown proximal femoral nail antirotation (pfna) and refers to the serious injury of two unknown patients who experienced femoral shaft fracture intraoperatively; one unknown patient experienced femoral shaft fracture one month postoperatively due to a fall. The patient was treated with an osteosynthesis plate. Nineteen patients experienced hip and thigh pain.